Event description:
Procedure: port-a-catch insertion with c-arm fluoroscopy. According to the surgeon, the tip on the catheter was defective - no specifics given- and he used another package to complete the procedure.